Event description:
During stent placement, when the balloon was removed, a portion of the balloon and shaft became dislodged within the artery. The foreign body was then retrieved. No ill effects to the pt were noted.